Event description:
Patient came to cath lab for leadless pacemaker implant. During the procedure, blood pressure began to trend downwards and patient was urgently intubated. Code blue was called, resuscitation per acls protocol and mtp was initiated. Surgeon arrived in the room and opened chest. ECMO was cannulated and started. Time of death called at 12:22.